Manufacturer narrative:
Review of the dhrs did not detect any discrepancies related to this event. Manufacturing date for lot 079190 is 10/2006, lot 51146 is 4/2006.

Event description:
It was reported that 2 broken screws were discovered during hardware removal surgery. It was further reported that the screws have broken at the shaft and that the posterior section of the screw shafts remain implanted.

Manufacturer narrative:
Add'l lot # 079110.